Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was providing a high frequency of pacing stimulation while the patient was at rest due to an error of the accelerometer. The patient experienced dyspnea and palpitations. The parameters on the ipg were reprogrammed and it remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented a second time with dyspnea. Additional reprogramming was conducted.